Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure it was reported that the lead helix was not working prior to being placed inside the body and could not be fixated after attempting to implant the lead. The lead was explanted and replaced. The patient was noted to have been discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.